Manufacturer narrative:
One medfusion pump was received with the top case chipped/cracked by the front left and right bottom corners. There was no visible contamination. The event history log was reviewed and there was a super cap post alarm in the history. The power up process was conducted and the reported issue was able to be duplicated. The battery was recharged, but the supercap post error still occurred. The main printed circuit board (pcb) super cap was not working as intended. The black, low profile panasonic super cap was present. No other external damage or contamination to the main pcb was found. The main pcb was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a supercap failure. There was no patient involvement.